Event description:
It was reported that an internal dialyzer blood leak occurred just after the start of a patient¿s haemodiafiltration (hdf) treatment. It was confirmed the machine alarmed appropriately with a blood leak alert. Blood test strips were not used. The machine being used was a fresenius 5008s. The user facility believed that the membrane ruptured. However, there was no visible damage or defect noted on the dialyzer. Additionally, nothing unusual was noted during the priming or setup phases. Due to the event, the patient lost approximately 100 ml of blood. As a precautionary measure, the patient was administered 10,000 units of erythropoietin. Upon follow-up, it was confirmed there was no patient injury or harm, other than the loss of blood. The patient was able to complete treatment with new supplies (dialyzer and tubing) on the same machine. The sample was not available to be returned for evaluation as it was discarded.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. A photo that was provided confirms the reported failure. The described situation is adequately address in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in any retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. The dialyzers are 100% tested for leaks with both bubble-point and air testing during sterilization. Due to faulty storage or handling processes, detachments of the potting compound can occur. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria.